Event description:
Pt reported that back to back test performed on user's surestep meter were 59, 113, 114 and 134 mg/dl (71% difference). No symptoms were reported. There was no allegation of harm. No other info provided. Not able to contact pt on follow-up. Sent letter to customer.